Manufacturer narrative:
(B)(4).

Event description:
It was reported that after the patient presented in the hospital for an unrelated condition, the device was found to be in backup vvi. A device download was successfully performed. The patient will continue to be monitored normally.